Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about 5 months ago, patient started to have general pain in their hip / pelvic area. They also had pelvic surgery, after this they had several utis, which is uncommon. Patient had appointments at several healthcare professionals (hcp), including the hcp who was taking care of the implantable neurostimulator (ins) system, but no one could find a cause for the pain or the infections. Patient did a test and turned the ins off for about 4 weeks. Within that time period, pain decreased and infections wet away. After turning the ins back on, pain slowly increased again and they had another uti. The hcp suggested an MRI but the ins needs to be explanted first. Patient was not aware of any ins checkups in the last 5 months. It was suggested that patient should make an appointment to have ins checked / impedance measured to ensure system integrity. MRI of their hip area is indeed impossible due to the old lead, which will heat and cause overstimulation in an full-body MRI. Patient should discuss with hcp about the next steps what is. Patient has been notified that they should call back if their issue is not resolved permanently. [See medical review for rule out]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.